Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint for shield damaged on lot # 0006817. A review of risk management 150rmn-0001-16 revision 14 indicates that the potential risk of this specific reported incident (syringe, shield damaged) was captured and addressed. Investigation summary: customer returned (5) 31gx8mm, 0.5ml insulin syringes from lot 0006817. All 5 syringes were examined, and it was observed that 1 syringe exhibited a damaged cannula shield. Manufacturing (B)(4) will be notified of the observed issue. A review of the device history record was completed for batch# 0006817. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200872177, 200871578] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customers indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. 27jan2021, (B)(4) received a photo complaint from material #328509 and lot #0006817; syringe 0.5ml 31ga 8mm. Initial evaluation: examination of the photo indicates that the shield was damaged / pinched on two thirds of the shield. There is no photo to determine if the cannula was affected. With the shield being damaged, it is believed the nonconformance would have had to occur at the form, fill and seal (ffs) operation. It is unknown which ffs did cause the defect as no packaging material was identified in the complaint. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: a dial transfers the correct number of finished syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 0006817 was reviewed and zero quality notifications were written for issues relating to the assembled syringe defect. The syringes were assembled and packaged from 06mar2020 to 09mar2020. During the manufacturing process, the following inspections are completed on regular intervals: syringe quality every hour: missing and/or unassembled components. Syringe quality after packaging every hour: damaged bags and/or syringes if a defect is found during an inspection a quality notification is initiated maintenance dispatch (l2l) was reviewed, and dispatch was created on 07mar2020 for excessive jaw jams and #90919 for index problems at the ff&s operation. Both could potentially damage the shield on the syringe. Root cause: cleared the index dial and no additional issues were seen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the relion¿ insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported that the needle was bent when she removed the shield. Also reported that the needle shield was difficult to remove issues occurred with more than one box, consumer does not have lot #s, packaging has been discarded. Consumer does not re-use. Lot #: unknown, catalog #: 328509, date of event: unknown.